Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited larger than expected longevity. Patient had received antitachycardia pacing (atp) therapies. The asymptomatic patient presented in the or for a scheduled generator replacement due to suspected premature battery depletion. The device had 8 months remaining to eri at the time of the procedure. The device was explanted and replaced without adverse event, and the procedure concluded with having patient remained stable before, during, and afterwards.